Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900680 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 05/31/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its bottom jaw bent. The sample appears used as there is biological material present on the device. Reference file anp1900074235 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the applier due to the bent bottom jaw. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the top jaw had slightly bent jaw legs. The bent jaws prevented the clips from loading properly. No other damages were observed. The sample was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It could not be determined exactly how the jaws got bent, but it appears that unintentional user error caused or contributed to this event. Reference file anp1900074235 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips misfired" was confirmed based upon the sample received. Upon functional inspection, it was found that both jaws were bent (the bottom jaw was more severely bent) which caused the jaws to be misaligned. Upon functional inspection, the clips were unable to load properly due to the misalignment. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Clips were loading and misfiring on every other deployment.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clips were loading and misfiring on every other deployment.